Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3777-75, serial# (B)(4), product type: lead. Product ID: 3777-75, serial# (B)(4), product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that one of their leads had shut off. The patient clarified this statement, saying that they meant that one of their leads was not stimulating and they felt no stimulation. The patient turned stimulation on that lead up to 3.00v and higher to 3.50v and felt nothing. The patient stated that 3.00v should stimulate them because they usually kept stimulation at 1.20 or 1.30 v for that lead. The other lead was set to 1.10v and they felt stimulation on that lead.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.